Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The evaluation of the occurrence is not finished yet. A follow-up report will be submited when the conclusion is available. Additionally, the abutment was not received for analysis.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant 4 months after its installation surgery due to a fracture of the abutment inside the implant. Since he was not able to remove the fractured portion, he had to remove the dental implant. The implant was installed in intraoral region 30#.